Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter would not power on due to a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 about 4pm. The patient manages her diabetes with lantus insulin (15 units) and novolog insulin (6 units). At the time of the alleged issue, the patient reportedly skipped/ stopped her usual dose of medications. About 3 hours later, the patient claims she felt symptoms of dizzy, shaky and headache. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.